Manufacturer narrative:
A companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and no issues were noted. The companion sample passed functional testing. The reported condition of cracked minicaps was not verified. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a crack in the minicap. The cracked minicap was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.